Manufacturer narrative:
Date of event: exact date is unknown the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that a patient called to report his device malfunctioned as the pump remains flat and is unable to inflate the cylinders. He has seen his physician who confirmed malfunction and scheduled him for a replacement. There were no patient complications reported.